Event description:
The manufacturer received information alleging that the screen did not display during a test run. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the issue that the screen was not displayed was not confirmed, and it was observed that the screen was readable. There were no errors indicating abnormalities in the device recorded on the error log. It is determined that this issue was caused by a malfunction of the lcd. The lcd was replaced to address the issue.